Manufacturer narrative:
(B)(4).the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, a polyp was injected and bleeding was noted post injection. A clip was advanced and locked onto the tissue, but it was not able to be released from the delivery catheter. The physician pulled the clip from the mucosa. Reportedly, no additional bleeding or tissue damage occurred, but the bleed resolved without intervention.the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, a polyp was injected and bleeding was noted post injection. A clip was advanced and locked onto the tissue, but it was not able to be released from the delivery catheter. The physician pulled the clip from the mucosa. Reportedly, no additional bleeding or tissue damage occurred, but the bleed resolved without intervention.the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire separated from the clip assembly. Additionally, a kink was present in the control wire. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter.the reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed; no anomalies were noted.